Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient reported that the patient had high bg which led to emergency room and when the patient was admitted to the hospital the bg value was 500 mg/dl. The patient was feeling very sick, sweating and puking. While in the hospital the patient was given manual injection. Patient was discharge from the hospital on the same day.